Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 430 mg/dl at the time of incident. The customer treated high blood glucose with bolus. Customer using insulin pump within 48 hours of high blood glucose of event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does not allege under delivery. The customer reported that insulin pump was not on auto mode. The insulin pump will not be returned for analysis.